Manufacturer narrative:
Initial reporter not available on the date of filing. No components were returned to the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that after booting up the system and selecting for optical navigation, the site was getting error message on the bottom of the screen ¿camera faulted¿. Also, the camera was not detecting any of the instruments and the amber light glowed continuously on the camera. There was no patient present.

Manufacturer narrative:
Additional information: the name and occupation of the initial reporter was provided. If information is provided in the future, a supplemental report will be issued.

Event description:
The medtronic representative reported that the camera has been replaced.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Hardware parts were replaced. The system passed system checkout and was functioning as expected. If information is provided in the future, a supplemental report will be issued.